Manufacturer narrative:
Submit date: 7-1-2016. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 4/11/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a single lumen peripherally inserted central catheter (PICC). The customer states the PICC line was removed after the line clotted. The customer states the PICC line was removed after the line clotted. The PICC was being used for continuous IV, heparin, using an alaris pump set to 4.2mils/hr. The line had heparinized fluids running in them at 4.2ml/hr.

Manufacturer narrative:
Submit date: 04/11/2016. Brand name: originally reported as single lumen insertion tray and should be 1.9f argyle single lumen PICC. Model# and catalog #: originally reported as 43309 and should be 43303.